Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The PICC line was placed in the patient on (B)(6) 2016. The patient became inpatient on (B)(6) 2016 and the PICC line was noted to be functioning. On (B)(6) 2016, it was noted that the purple line had a crack and was clamped off. Patient had slipped the day prior and the IV tubing going into the PICC was tugged. Both lumens were checked and functioning. The PICC line was replaced. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation the complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. During the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. Per specification, there is a confirmation that the correct manifold has been used and its security is verified. There is also an inspection, verifying the product is free of any visible cuts, holes or foreign matter (dirt, hair, paper, fuzz, etc.). Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this nonconformance. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
The PICC line was placed in the patient on (B)(6) 2016. The patient became inpatient on (B)(6) 2016 and the PICC line was noted to be functioning. On (B)(6) 2016 it was noted that the purple line had a crack and was clamped off. Patient had slipped the day prior and the IV tubing going into the PICC was tugged. Both lumens were checked and functioning. The PICC line was replaced. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.